Event description:
Boston scientific was notified of the following event: the leakage of contrast media from the balloon occurred at preparation. Note: during evaluation, the device was found to be ruptured and delaminated. Subsequently, this event has become MDR reportable.